Event description:
It was reported that this right ventricular (rv) lead dislodged. The lead exhibited low r wave values, low in range impedance values as well as increased pacing thresholds. The dislodgment was confirmed via x-ray imaging. This lead was subsequently successfully repositioned. This device remains in service. No additional adverse patient effects were reported. Information was subsequently received that this lead once again dislodged. The dislodgment was confirmed through decreased sensing and poor morphology as well as further x-ray imaging. This lead was explanted and successfully replaced. This lead was disposed by the facility.

Event description:
It was reported that this right ventricular (rv) lead dislodged. The lead exhibited low r wave values, low in range impedance values as well as increased pacing thresholds. The dislodgment was confirmed via x-ray imaging. This lead was subsequently successfully repositioned. This device remains in service. No additional adverse patient effects were reported.